Event description:
In early 2009: breast biopsy performed using intact breast lesion excision system (bles). A minor skin burn was noted near the incision site after the procedure. Dr cleaned incision, removed some of the skin burn, sutured, and applied triple antibiotic ointment. No other details provided. Four days later: follow-up showed incision healing well.

Manufacturer narrative:
The user facility did not retain the biopsy wand used during this procedure therefore, they could not be evaluated by intact medical. A comprehensive review of the device history record for this lot number revealed no issues with the manufacture, inspection, or testing of wands. This lot contained a total of 100 units. All have been distributed to customers; therefore it was not possible to test a device from same lot as the device in question. No other complaints, of any nature, have been reported for this lot number.